Event description:
It was reported that the implant of the right atrial (ra) lead was complicated by a pericardial effusion due to possible lead perforation. The pericardial effusion returned even after pericardiocentesis. The ra lead was eventually explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary 5076-45: the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically cut but not breached, visual summary analysis of the lead indicated apparent explant damage and visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8637-40 neuro pump: (B)(6) 2011. A 8709 implantable catheter: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.